Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: cable pn160357 improperly connected or defective. Correction: reconnect cable pn160357 properly or replace if necessary. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: blank display due to improperly connected display cable.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: cable pn160357 improperly connected or defective. Correction: reconnect cable pn160357 properly or replace if necessary.